Event description:
Reportedly, the surgeon noted a bent iol haptic during insertion into the left eye. The incision was enlarged from 2.4mm to 3.2mm to remove the lens. Sutures were required. The lens was replaced with an iol of the same model and diopter. The patient's outcome is good.

Manufacturer narrative:
The product was returned for evaluation. No damage in the injector body, plunger or tip was observed. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user technique might have caused or contributed to the event.